Event description:
The facility reports the staff member was moving the ambulift to the bed when it dropped to its lowest point. The pt fell to the floor and hit pt's head. According to the facility, pt required 13 staples on the head and was hospitalized.